Event description:
The pathfinder mapping catheter was placed in the coronary sinus with the use of a guiding catheter. Upon removal of the pathfinder mapping catheter from the coronary sinus it was noted that the tip coil was left in the coronary sinus. Utilizing fluoroscopy it was determined that the tip coil was lodged in the coronary sinus. No intervention to prevent impairment/damage to the pt has been performed. The pt is under observation. No adverse event was associated with this event.